Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate high voltage therapy. Review of the episodes showed oversensing of atrial events. Loss of capture was also observed during capture test. The lead was noted to be dislodged and was successfully repositioned.